Event description:
It was reported that impedance on # 1, 4, 5, and 6 were greater than 40 ,000 ohms at 3.0v. It was noted that there was a revision. The lead was explanted and replaced. Diagnostics included impedance testing. It was noted that the product issue was resolved. There were no patient symptoms associated with the event. Additional information received reported that the patient outcome was fine and they were receiving effective therapy.

Manufacturer narrative:
Product ID 3877-45, lot# 0206284414, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3550-39, lot# unknown, product type accessory. (B)(4): analysis of the lead conductor body found that the conductor was broken at the anchor site.